Event description:
This case was reported by a consumer and described the occurrence of choking in a female patient who received poligrip (super poligrip) cream for dentures. A physician or other health care professional has not verified this report. Concurrent medical conditions included denture wearer. On an unknown date, the patient started poligrip (dental), unknown dosing. At an unknown time after starting poligrip, the patient experienced choking while removing the dentures and cream. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the event was unknown. The manufacturer's report number for this case is 9681138-2007-00002. Super poligrip is manufactured in another country and neither the product nor lot number for this product is available. No corrective actions have been required based on this report.